Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the test, the test result indicated no microbial growth for the distal end. After the testing, (B)(4) evaluated the subject device. The evaluation confirmed defects as follows: damage of the acrostic (ultrasound) lens and the housing. Kink and buckling of the insertion tube. Worn suction cylinder in the control section. The exact cause could not be identified.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device tested positive for microbes as follows. On (B)(6) 2018: the biopsy channel: candida spp. The rinse liquid collected from an unspecified portion of the subject device: no microbes was detected. On (B)(6) 2018: the biopsy channel: candida species and environmental pollution bacteria. The rinse liquid collected from an unspecified portion of the subject device: candida species. The filtration liquid collected from an unspecified portion of the subject device: no microbes was detected. The number of microbes was not reported. The subject device had been disinfected using non-olympus automated endoscope reprocessor (greiner) with peracetic acid. There was no report of patient infection associated with this report.